Manufacturer narrative:
On (B)(6) 2015, an internal lot check found 8 out of 172 units contained incorrect cover screws for part number 855710, lot number 68209. Dr 7422 was generated and the parts were quarantined. Per qa investigation, this complaint was confirmed. A review of the job orders was performed and on 10/04/2019, during the hhe evaluation, the decision to recall the device was made.

Event description:
Per complaint (B)(4), during an implant placement procedure, the customer noticed a sizing discrepancy between the implant and the cover screw provided. Per the complaint, the cover screw was mispackaged.